Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. 510(k): k062858, k082644. (B)(4). The actual sample was returned for evaluation. Visual inspection upon receipt found that the sheath tube had been fractured into two pieces at approximately 55mm from the distal end of the sheath tube and at approximately 45mm from the distal end of the hub. The length of the sheath tube of this product code is specified to be 100mm. From this, it is most likely that there is no fragment of the tube missing from the actual sample. Magnifying inspection found that the tube wall had been stretched at the both fracture ends, implying that the actual sample had been subjected to pulling force. CT inspection revealed that the proximal fracture end had a dent generated at the point where the sheath tube may have started to get fractured. Electron microscopic inspection of the proximal fracture end obtained the findings as follows. It was impossible to electron microscopically inspect the distal fracture end due to the excessive deformity of the tube wall due to elongation. A flaw implying that an object was pushed against the tube. A deformity as a result of the tube wall having been expanded by force. Some creases generated in the longitudinal direction on the fracture cross-section. From these findings, it is assumable that the sheath tube had contact with a sharp edged object and partially damaged with it, by which the product strength was degraded and that subsequently, when the actual sample was subjected to pulling force during withdrawal, the sheath tube got fractured. The sheath tube was cut vertically at an undamaged segment adjacent to the torn section for further inspection. Magnifying inspection of the cut cross-section verified that the wall thickness was uniform with no deformed shape of the lumen. The inside diameters and wall thickness were measured and confirmed to meet the specifications. Reproductive testing was performed. The sheath tube of a test sample was let to come into contact with a suturing needle which was chosen as a sharp-edged object and got damaged with it. Subsequently, the distal section of the sheath tube was subjected to pulling force. As the result, the sheath tube was fractured. With the generation of a flaw, deformity and creases in the longitudinal direction similar to those seen on the actual sample, the damage similar to that on the actual sample was duplicated. Comparative testing was performed. The sheath tube of a sheath sample pulled from the involved product code was cut with a scalpel. The cut cross-section was found to be in the smooth state, which was different from that of the actual sample. Effect of a flaw on the sheath tube on the resistance of the sheath tube against tensile force. To determine how a flaw on the sheath tube affects the resistance of the sheath tube against tensile force, a test was conducted as follows: a sheath tube sample 30mm in length was given a flaw approximately 1mm in length slantly to the tube's longitudinal direction. Then, this sample was subjected to pulling force by being pulled at a specific speed, while the tube's degree of elongation and resistance against tensile force were determined. It was found that the resistance against tensile force of the sheath tube with a flaw was lower than that of the normal sheath tube sample by approximately 10n and that the length of elongated portion immediately before the sheath tube got fractured was shorter than that of the normal sheath tube sample by approximately 30mm. These values will vary depending on the tensile speed and the size of the flaw on the tube. A review of the device history record and the shipping inspection record of the product code/lot# combination was conducted with no findings. IFU states: do not scratch with needlepoint, cutting tool or other edged tools. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the actual sample came into contact with a sharp edged object, including a suturing needle, on the outer surface and got damaged partially, by which its tensile strength of the tube was deteriorated. Subsequently, when pulling force was applied to the actual sample during withdrawal, the sheath tube started to get fractured at the flaw, resulting in the reported complete fracture into two pieces. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved radifocus introducer ii h was used for a coronary treatment and placed in the right femoral. When the customer took it out of the body, he found the sheath tube had become shorter than normal. The customer did not feel anything strange during withdrawal. Cine check revealed that the fracture fragment of the sheath tube remained in the patient's body. It was retrieved with a balloon catheter successfully.